Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.

Event description:
It was reported that during follow-up there was no capture found. Stored egms showed episodes of non-sustained over sensing in the ventricular channel. The physician decided to enroll the patient in the merlin@home system. The patient¿s condition is fine.